Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having damaged strain reliefs on both power cables with green fluid in them was confirmed via analysis of the returned product. The heartmate 3 system controller (serial number (B)(6) ) was returned and evaluated at abbott. The controller was connected to a mock circulatory loop and a log file was downloaded. The downloaded controller event log file contained relevant data spanning 13 days ( (B)(6) ¿ (B)(6) 20023 per the timestamp). The log file showed the system operating as intended and the observed damage was not affecting system operation. During the evaluation, the controller was visually observed and damaged power cable strain reliefs with green fluid contaminate in them was noted, confirming the reported event. The controller was functionally tested and passed all testing and was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. Heartmate iii instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate iii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ instructs users to periodically check all carrying equipment for damage. Users are advised to not used damaged products and to obtain a replacement by calling their hospital contact. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and found to have damaged bend reliefs on the system controller with green fluid. The system controller was exchanged.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.